Manufacturer narrative:
Product complaint (B)(4) investigation summary revision of acetabular insert. After almost two years from first implementation ard (anti rotational device) scallops on the cup are damaged too early. From the hospital we received compliment that scallops are worn out too early. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the rim of the pinn mar neut 36idx62od has three out of six anti-rotation device (ard) tabs sheared off. The broken fragments were not returned for evaluation. Additionally, slight deformation was observed on the rim. Based on the observations of the pinn mar neut 36idx62od and the returned femoral head, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. Additionally the device has a circular perforation at the surface, most likely due to explantation process. A manufacturing record evaluation was performed for the finished device [121936062/j23a82] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. A dimensional inspection for the liner was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the pinn mar neut 36idx62od would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device [121936062/j23a82] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review a manufacturing record evaluation was performed for the finished device [121936062/j23a82] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of acetabular insert. After almost two years from first implementation ard (anti rotational device) scallops on the cup are damaged too early.from the hospital we received complaint that scallops are worn out too early.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A non-conformance search for the provided lot number/product code combination was conducted and no reports related to the reported event were found. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a non-conformance search for the provided lot number/product code combination was conducted and no reports related to the reported event were found.